Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 17, 2023. Upon further investigation of the reported event, the following information is new and/or changed: a1 (added patient's identifier). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3331, 706, 25). The affected sample was not returned for evaluation. However, a photo was provided showing that fluid would not pass through the venous pigtail line. Without a lot number provided, a retention sample was not able to be evaluated. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
In the initial medwatch, the primary unique device identification (UDI) number only listed the di number as the lot number is unknown; therefore, there is no pi number to report.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4761- access port. Health effect ¿ impact code: 2199- no health consequences or impact. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 2888 - blocked connection. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the venous sampling manifold return line was occluded with a debris at the connection housing to the reservoir. As per the subsidiary, to mitigate the issue, the user facility has rerouted the sampling line outlet to one of the luer connectors going to reservoir. No known consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.